Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of poor groshong connector connection strength was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 4fr s/l groshong connector. The connector appeared to be placed within its opened packaging. The distal connector segment was detached from the proximal segment; however, a fragment of catheter was visible protruding from the distal segment. The catheter fragment was overlaying the distal end of the proximal connector cannula. The firmness of the connection between the implicated connector segments could not be assessed by inspecting the provided photographs, nor could the connector segments be thoroughly examined for damage, deformity or dimensional incompatibility. Consequently this complaint is inconclusive at this time. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that when attaching the extension tubing supplied with the catheter, the operator did not hear any ¿click¿. And the extension tubing fell off just with a gentle pull. The catheter placement was completed by replacing the extension tubing with a separately-packaged one. Therefore, one catheter was affected in this complaint."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw3754 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the extension tubing supplied with the catheter, the operator did not hear any ¿click¿. And the extension tubing fell off just with a gentle pull. The catheter placement was completed by replacing the extension tubing with a separately-packaged one. Therefore, one catheter was affected in this complaint."